Event description:
The customer reported that the light handle covers (part number 4-9542-1), in the general surgery pack, have been slipping off in the middle of surgery.

Manufacturer narrative:
Deroyal: the manufacturer, brentwood industries, has been notified of the reported issue. The reported device has not been returned for evaluation at this time. The investigation into the root cause is in process.